Event description:
It was reported that the patient complained of chest pain. Further investigation revealed that the right ventricular (rv) lead had perforated the heart and had reached the left lung. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.